Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On an unknown date, an amplatzer piccolo was selected for implant for a 700 gram patient. The device was successfully implanted and positioned in the patent ductus arteriosus (pda) without complication or patient injury. A few later post procedure, it was noted on echocardiography that there was a gradient in the aorta, due to the distal disc of the device migrating towards the aorta. One month post implant, it was decided to surgically remove the device due to the increased gradient. The device was removed with a small incision to the aorta. The device was slowly pulled out of the pda without injuring the pda. It was noted that there was endothelial tissue on the ends of the device. The surgery was successful and the patient is stable without further complications related to the procedure or surgery.

Manufacturer narrative:
Additional information for b5, g4, g7, h2, h6, and h10. An event of migration and explant of the device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
On an unknown date, an amplatzer piccolo was selected for implant for a 700 grams patient. The device was successfully implanted and positioned in the patent ductus arteriosus (pda) without complication or patient injury. A few weeks later post procedure, it was noted on echocardiography that there was a gradient in the aorta, due to the distal disc of the device migrating towards the aorta. During a routine exam one month post implant, increased gradient was noted. The patient was immediately taken to surgery to surgically remove the device. The device was removed with a small incision to the aorta. The device was slowly pulled out of the pda without injuring the pda. It was noted that there was endothelial tissue on the ends of the device. The surgery was successful and the patient is stable without further complications related to the procedure or surgery. The patient did not present any symptom due to the migrating device.